Event description:
It was reported in a user facility medwatch report: "when using percutaneous tracheostomy cook per trach tray, air was not being held when inserted into cuff through pigtail. Tested fine; but when it was put into pt, several days later, would not hold pressure." Product is not available to return for eval. No lot number was provided.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number.